Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
(B)(4). Device 1 of 3. Reference MFR report # 1627487-2015-12070. Reference MFR report # 1627487-2015-12071. The initial report were filed under (B)(4) and submitted under 1627487-2014-12004.

Event description:
Device 1 of 3. Reference MFR report #1627487-2015-12070 reference MFR report #1627487-2015-12071 it was reported the patient's devices were explanted.